Event description:
It was reported that the stent implant dislodged from the stent delivery system balloon prior to use. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement prior to use can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The product was not returned for analysis and may have aided in the investigation. In this case, it is possible that handling during preparation contributed to the reported stent dislodgement. However, a conclusive cause cannot be determined for the reported stent dislodgement. A review of manufacturing records did not reveal any nonconforming material records associated with this lot. Although a conclusive cause cannot be determined for the reported stent dislodgement, there is no indication of a product quality deficiency. To help ensure that the reported stent dislodgment is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.